Event description:
It was reported during a coronary treatment procedure, the rotalink burr became lodged in the left circumflex coronary artery with subsequent dissection and perforation. The physician was unable to remove the burr and requested an urgent surgical consultation. The shaft of the catheter was cut leaving the burr segment in the patient. The patient remained hemodynamically stable and was transferred to surgery. The patient underwent emergent 3 vessel coronary artery bypass surgery (saphenous vein grafts to the 1st and 2nd obtuse marginal and the lad coronary arteries) and removal of the rotalink catheter. The patient's post operative condition was stable. The patient was extubated the next day, but developed dypsnea requiring reintubation shortly thereafter. The patient was considered 'fairly stable' with periods of agitation requiring sedation. Due to the necessity for long-term ventilator support, a tracheostomy and gastrostomy were placed a week later. The patient tolerated these procedures well. The patient was diagnosed and treated for atrial fibrillation, pseudomonas aeruginosa in the sputum, and sternal wound dehiscence requiring wet to dry dressing changes and intravenous antibiotic therapy. The patient expired in 07/2003 and cause of death is unknown.